Event description:
The doctor indicated that the deltaplush coils would not deploy. The coils were introduced into the aneurysm but would not detach. Coils were removed and replaced and the procedure was completed with no harm to patient.

Manufacturer narrative:
The dcb and the connecting cables were not returned. The sl-10 microcatheter was not returned. The microcoil system was cleaned before being returned. Located 14.0cm off the distal tip of the green introducer, the dpu/coil protrudes outside the sheath for 1.4cm. No mechanical sheath damage was found. The coil's socket ring has pushed the distal diameter of the outer sheath back. Distal to the protruding coil, there is buckling damage to the coil. The detachment fiber did not receive heat and melt. The coil detached on the fire detachment attempt. The detachment fiber received heat and melted as designed. Post detachment resistance remained in specification and stable. The coil was returned severely damaged. The device positioning unit (dpu) passed electrical testing. The coil detached on the first detachment cycle. Laboratory testing could not duplicate the field complaint. Therefore, the root cause of the coils nondetachment inside the aneurysm cannot be determined. In addition without the return of the complete detachment system used in the procedure, it cannot be determined if these components contributed to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. It appears that the protrusion of the coil out of the sheath is unrelated to the complaint. The evidence strongly suggests that distal interference contributed to the coils damage and protrusion outside the sheath. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter used in the procedure, it cannot be determined if this component contributed to the coils damage and protrusion outside the sheath. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.